Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the homechoice cassette and the solution bag. This occurred during use of peritoneal dialysis therapy. It was stated that the leak happened immediately after the registered nurse (rn) connected the bag and started therapy. The supplies were replaced and therapy continued. There was no patient injury or medical intervention associated with this event. No additional information is available.